Event description:
Customer called to report a hospitalization due to low blood glucose. The blood glucose reading is 70 mg/dl. Customer stated that the meter kept reading over 300 to 400 mg/dl. Customer stated that she was kayaking all day. Customer kept taking corrections for the high blood glucose readings. Customer went to emergency room with a blood glucose reading of 18 mg/dl. Customer stated that she felt weak. Customer later found out that the meter was reading incorrectly, the test strips were bad. All the corrections taken during the day finally led up to the low blood glucose. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.